Event description:
It was reported that during use of the product there was a burn like smell and smoke from the back of the device and the electrical panel tripped. The user noticed that the power cord had melted. No patient injury.